Event description:
It was reported that the atrial lead exhibited noise over-sensing and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.